Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm fg nc emerge balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon burst. The balloon was removed and completed with a different device. There were no patient complications reported.